Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. Battery longevity dropped in a couple of weeks from 1.5 years to 10 months. Data analysis confirmed the battery appeared to be depleting more quickly than expected due to an unknown hardware malfunction. The patient underwent a surgical intervention to remove the crt-p and implant a similar device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. Battery longevity dropped in a couple of weeks from 1.5 years to 10 months. Data analysis confirmed the battery appeared to be depleting more quickly than expected due to an unknown hardware malfunction. The patient underwent a surgical intervention to remove the crt-p and implant a similar device. No additional adverse patient effects were reported.